Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade measuring 0.20" from the base. The broken piece was not returned. Components adjacent to this broken blade did not show damage. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image confirms that the blade is broken.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted the harmonic ace instrument was not able to be used in the surgical procedure. There was no reported fragment to fall into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc (isi) followed up with the initial head nurse reporter and obtained the following additional information regarding the reported event: the instrument was inspected prior to use, and nothing was noted out of the ordinary. The instrument did not collide with anything, and no fragment was reported to fall into the patient's anatomy.